Event description:
It was reported that the patient presented in the clinic for a follow-up. The device was found to be in backup vvi mode with no defibrillation therapy. A device restoration was performed successfully. No patient symptoms were reported. The patient will continue with regular follow-up.